Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed, as it was noted during inspection that the device would not heat over 25c. The heater was replaced. The mixing pump, circulation pump and drain valves were replaced. The device underwent a calibration and passed all applicable tests. The device history record was reviewed, and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the complaint or reported issue was confirmed, through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported, that they replaced the heater, circulation pump, mixing pump and the drain valves. Calibration performed. Preventive maintenance required. Device did not heat over 25 degrees celcius.